Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details per " anvil comes out of the body through the anus after surgery." Was this piece left in patients body? On how the device was removed? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, after cdh anastomosis, the anvil and shaft were separated during removal from the body. As a result of an operator`s interview, he said that it was not removed smoothly when removing it from body. Currently, anvil comes out of the body through the anus after surgery.